Event description:
The email received for the (B)(4) indicated that during index procedure, the patient had a peri-procedural pci. At discharge, troponin I was 1.88 (upper limit 0.12 ng/ml). Pci was performed on a 85% de novo lesion in the mid lad of 24mm in length in a 3.5mm vessel diameter. The type a lesion was not anatomically complex. A 3.0x28mm cypher stent was successfully deployed by direct stenting at 16 atm. The lesion was post-dilated with a 3.5x18mm balloon at 20 atm as standard practice. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural pci. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, history of angina, family history of coronary artery disease and smoker. Pci was performed on a 85% de novo lesion in the mid lad of 24mm in length in a 3.5mm vessel diameter. The type a lesion was not anatomically complex. A 3.0x28mm cypher stent was successfully deployed by direct stenting at 16 atm. The lesion was post-dilated with a 3.5x18mm balloon at 20 atm as standard practice. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Time point 6-12 hours post procedure: date/time of sample (B)(6) 2010 08:37 24 hr clock: ck 109, ck-mb 0.7, troponin I 0.012. Time point 6-12 hours post procedure: date/time of sample (B)(6) 2010 18:02 24 hr clock: ck 101, ck-mb 1.6, troponin I 0.18. Time point 6-12 hours post procedure: no enzymes were drawn. 16-24 hrs post procedure: date/time of sample (B)(6) 2010 07:28 24 hr clock: ck 133, ck-mb 3.8, troponin I 1.88. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no reported complications and the patient was discharged home on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115422 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.